Event description:
This complaint is now reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, a balloon leak occurred. Access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified de novo and concentric left anterior descending artery (lad). A 1.50 x 12 mm emerge push balloon was advanced to the lesion; however, when the physician attempted to inflate the balloon it did not have any pressure and it was noted that contrast media was seen in the vessel. The balloon was removed and a nc quantum apex balloon was used to successfully predilate the lesion. The procedure was completed by placing two promus element plus stents. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed a balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the balloon was returned for analysis. There was blood in the balloon and inflation lumen of the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing records for the complaint device were not reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).